Manufacturer narrative:
Correction to field d6b: explant date.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to loss of capture (loc) and high out of range pacing impedance. The lead was damaged in the explant process and will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to loss of capture (loc) and high out of range pacing impedance. The lead was damaged in the explant process and will not be returned for analysis. No additional adverse patient effects were reported.